Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated and could not be located") and genital haemorrhage ("abnormal, heavy bleeding") in a (B)(6) female patient who had essure (batch no. 789028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 14 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), abdominal pain lower ("lower abdominal pain / abdominal pain became severe "), pelvic pain ("pelvic pain / pelvic pain became severe") and back pain ("severe back pain"). In (B)(6) 2011, the patient experienced fatigue ("severe fatigue"). In december 2011, the patient experienced weight fluctuation ("drastic weight fluctuations"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, fatigue, weight fluctuation and alopecia had not resolved and the menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion. Ultrasound scan - in 2014: one of the coils had migrated/could not be located. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received - reporter and patient demographic added. Product start date updated. Lot number added. The following events were provided: abnormal bleeding (vaginal), menorrhagia, dyspareunia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated and could not be located/ migration of essure device-location of device") and genital haemorrhage ("abnormal, heavy bleeding") in a 28-year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 14 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain / pelvic pain became severe"), fatigue ("severe fatigue"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), abdominal pain lower ("lower abdominal pain / abdominal pain became severe ") and back pain ("severe back pain"). In (B)(6) 2011, the patient experienced weight fluctuation ("drastic weight fluctuations"). In (B)(6) , the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),transvaginal ultrasound). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, fatigue, weight fluctuation and alopecia had not resolved and the menorrhagia, vaginal haemorrhage, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion. Ultrasound scan - in (B)(6) : one of the coils had migrated/could not be located. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet received. Event weight gain was added. Event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated and could not be located") and genital haemorrhage ("abnormal, heavy bleeding") in a 28-year-old female patient who had essure (batch no. 789028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 14 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), abdominal pain lower ("lower abdominal pain / abdominal pain became severe "), pelvic pain ("pelvic pain / pelvic pain became severe") and back pain ("severe back pain"). In (B)(6) 2011, the patient experienced fatigue ("severe fatigue"). In (B)(6) 2011, the patient experienced weight fluctuation ("drastic weight fluctuations"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, fatigue, weight fluctuation and alopecia had not resolved and the menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion. Ultrasound scan - in 2014: one of the coils had migrated/could not be located . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.